Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured during the 2nd inflation at 6 atmospheres for 60 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the wire lumen and contrast in the balloon. Microscopic inspection found no defect or irregularity in the balloon material. The balloon was inflated to rated burst pressure (rbp) and held pressure for 5 minutes without leaking. Inspection of the remainder of the device found no damage or defect. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during the 2nd inflation at 6 atmospheres for 60 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.